Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that diabetes is a known cause of death.

Event description:
Patient's father contacted dexcom technical support on 08/03/2015, to state the patient passed away on (B)(6) 2015. Reportedly, the patient was diagnosed with diabetes on (B)(6) 2015 and was hospitalized the same day due to a traumatic brain injury as a result of her sugars being so high. Patient was hospitalized for rehabilitation for 111 days from (B)(6) 2015. Patient started using their continuous glucose monitoring (cgm) system on (B)(6) 2015. At this time, patient was non-verbal, non-mobile and had a feeding tube. Patient got a cold that developed into pneumonia and then passed away. Patient was wearing her cgm at the time of death. No additional event or patient information is available.